Event description:
Performance data for the right ventricular lead was provided to the manufacturer, analyzed and the lead tested out of specification. Follow up with the clinic found that the right ventricular lead had an apparent fracture. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed and the weekly pace impedance trend data showing an abrupt increase for min and max rv (right ventricular) pace impedance equals 416 to 976 ohms range between (B)(6) 2011 and (B)(6) 2011. It was also noted, oversensing and ventricular nst (non-sustained tachycardia) less than equal to 210 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011. Additionally, vf (ventricular fibrillation) episodes less than equal to 210 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011. Also noted was sensing interference/noise, where the v-sic (ventricular short interval count) equal 852.1 counts avg/day, in 1.90 days, between (B)(6) 2011 and (B)(6) 2011.